Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were provided. One shows the top web of the packaging blister and the other one shows a view of the top part of the needle assembly hub. Inside of the needle hub looks like a black spot. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: this is the 1st complaint for lot # 9226737 for this defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: based on the photo, the failure mode is confirmed; however, without the physical sample, root cause is undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd needle 18x1-1/2 blunt fill had foreign matter in the fluid pathway. The foreign matter was discovered prior to use. The following information was provided by the initial reporter: material no. 305180, batch no. 9226737. Verbatim: rph anesthesia has noticed a black spot on these needles and has asked to pull these items. "The incident occurred sometime last week. A crna opened a blunt fill needle and discovered a black speck on the inside surface of the hub. The remainder of the lot were removed and inspected, and no debris was found is my understanding. The remainder of the lot was placed back in the drawers and I suspect has been used by now. The identification was prior to use. As stated, this appeared to be one package only and the hospital supply persons were comfortable with using the remainder of the lot."